Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer added additional insulin to the cartridge and reloaded the cartridge on the pump successfully to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.